Event description:
Patient was implanted on (B)(6) 2013 with a va-lcp anterolateral distal tibia plate and three 2.7mm va-lcp screws. Post-operatively the screws broke at the screw head and the plate broke at the elongated hole. Patient was returned to the or on (B)(6) 2013 for removal of implants. No information has been provided regarding the revision procedure. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.